Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra had an issues of powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the issue occurred around the end of (B)(6). The patient was unable or unwilling to state what medications their were taking at the time of the product issue occurred. The patient confirmed that they did not make any changes to their usual diabetes management regimen in response to the alleged product issue. The patient denied that she developed symptoms as a result of the issue; however alleged hcp treatment at an emergency room with IV fluids around (B)(6) 2016. The patient alleged having there blood glucose taken using a ER/hospital meter with a result of "60mg/dl" at the time of trouble shooting, the cca confirmed this was not the first time the product was being used, there was no misuse of the product, the meter did not require new batteries and the cca walked through the meters behavior with the patient and the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment after the alleged product issue began.